Event description:
Caller reported that the insulin gauge displayed an amount different than expected and was experiencing fill estimate issues, with a static display of 45 units. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support about the cause of the issue and was informed that the fill estimate would correct once the insulin matched the static display, which the caller understood and acknowledged.